Event description:
It was reported that the patient sought medical attention for hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 10 mg/dl while wearing the pod. It was reported that the patient was appearing have been having a seizure and that the patient does have a seizure condition. The patient¿s mom gave them honey and they were still acting strange so the mom suspended the omnipod and called 911. Patient was treated with intravenous glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.